Event description:
It was reported that the patient presented for a routine follow up. The left ventricular lead exhibited loss of capture. On (B)(6) 2013 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.